Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to a serious injury. Device issue: balloon rupture. It was reported that the 2.25 x 15 mm rx voyager balloon catheter was delivered to the lesion; however, the balloon ruptured at 8 atm when inflated for the first time. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
A conclusive root cause could not be determined for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the inflation lumen, guide wire lumen, and balloon. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon catheter when fluid leaked out of the balloon, there was a longitudinal rupture in the distal taper for a length of 7.5 mm. There were no scratches visible. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the returned balloon catheter analysis. Reportedly, there were no adverse pt effects observed as a result of the balloon rupture. Factors that can contributed to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interaction with other devices, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this instance, the lesion was heavily calcified and tortuous with 100% stenosis, which may have contributed to the difficulties experienced. The analysis was able to confirm a longitudinal rupture in the balloon. Additionally, a sem analysis of the balloon rupture revealed that there was shredding and peeling evident on the inner and outer surface of the balloon. This type of damage to the inner surface can occur as a result of a material/process discrepancy or high stress applied to the balloon materials, whereas the outer surface damage may be due to mechanical damage. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. However, based on the info received with this complaint and the returned device analysis, a conclusive root cause for the reported balloon rupture could not be determined. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.